Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a recanalization procedure, the catheter allegedly broke. It was further reported that the tip of the device allegedly stopped working and the catheter allegedly got stuck in the support catheter. Reportedly both the catheters were removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 6s crosser cto recanalization catheter loaded to an usher support catheter via a 6f sheath was received for evaluation. The sheath was connected to a 3 way stop cock. Residue was noted throughout the device. The distal tip of the usher support catheter was deformed. An attempt was made to pull the 6s cto device from the usher support catheter, but it was unsuccessful. No other testing was performed. Therefore, the investigation is confirmed for the reported removal device-device incompatibility as the crosser was received with an usher catheter loaded over it and attempts to remove it were unsuccessful. However, the investigation is inconclusive for the reported activation problem and break as further testing of the device could not be performed. A definitive root cause for the reported break, activation problem and device-device incompatibility could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (expiration date: 02/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the catheter allegedly broke. It was further reported that the tip of the device allegedly stopped vibrating and would no longer run. Furthermore, the catheter allegedly got stuck in the support catheter. Reportedly, both the catheters were removed. There was no reported patient injury.